Event description:
It was reported that the patient presented to the clinic for a scheduled follow up during the week of (B)(6) 2022. Upon interrogation of the pulse generator, it was found that the right ventricular (rv) lead was oversensing noise which led to pacing inhibition. Programming changes were made to resolve the oversensing. The patient was in stable condition.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, h1, h6

Event description:
Related manufacturer reference number: 2017865-2022-10977 new information indicates the patient presented for revision of the right ventricular (rv) lead. Upon interrogation, it was observed that the right atrial (ra) lead exhibited noise. Both the rv and ra leads were explanted and replaced. Upon explant, it was observed that the rv and ra leads exhibited insulation damage. The patient was stable.